Event description:
It was reported by service report that the fowler was bent and did not lay flat with pt weight. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler was bent and would not lay flat with pt weight.